Manufacturer narrative:
(B)(4) d10: 42502806201 - femur trabecular metal cruciate retaining (cr) standard porous -(B)(6) 42512100414 - articular surface medial congruent (mc) left 14 mm height use with tibia sizes c-d/cr femur sizes 6-7 - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee surgery. Approximately 5 months post-op, the patient was experiencing pain and the surgeon noted that there was loosening of the medial aspect of the tibial tray. Subsequently, the patient is planning to be revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a4; b3; b4; b5; b7; d2; d6b; g1; g3; g6; h1; h2; h6. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised approximately 6 months post-op. The tibial tray was revised. The surgeon noted that the patient's bone was noted to be osteoporotic upon removing the implants. Attempts have been made and all available information has been provided.